Event description:
Title: central station monitor. Event desc: central station monitor "locked-up" during the night. The touch screen wouldn't work and then suddenly went blank. It turned itself off, and in approx 1 minute came back on and seemed to be functional. The alarm sounds were not normal.